Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unkown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and battery were returned to a zoll approved business partner for evaluation. The customer's report was duplicated and attributed to a defective surepower ii battery. The device functioned as expected when tested with a known good battery. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.